Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that had a corneal abrasion during treatment. A bandage contact lens was placed. The patient noted experiencing blurriness and discomfort following removal of the bandage contact lens. Patient had some irregular epithelium with edema and mild anterior chamber inflammation. The patient complained of blurriness and discomfort and being disappointed the results were not immediate like others. The patient was treated with ointment and hourly antibiotics to prevent infection and has a scheduled follow up. Additional information stated symptoms have resolved.